Event description:
A company representative reported that a patient was revised to address an ozark 2 level plate locking cover failure and two ozark screw migrations.this report captures the second of two screws.